Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a nonworking display. The screen was pixelated and turned white. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the reported event. The fse re-secured the cable connections at the coiled cable, video receiver, and lcd display connectors. The unit passed all test and calibrations and is now ready for clinical use. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc number: (B)(6).

Event description:
N/a.